Event description:
It was reported that the latitude system had a high impedance alert for this system. The weekly low energy shock impedance was 205 ohms. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have been fluctuating and high the last few years. Also, while reviewing the device data, premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.